Event description:
It was reported that the ventilator stopped cycling while on a pt. Nurse was close by and heard unit alarming. When nurse went to unit, screen was blank and was not cycling. Pt was bagged and placed on another ventilator. There was no pt injury.